Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. So they held the jug up in the air. The gravity of the jug being in the air allowed the device to fill. Flow rate was 2.4lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 82 percentage, pump hours were 5601 and system hours were 6600. Explained that if the pads were still attached that could hinder filling the reservoir. Therapy seems to be running as expected now. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been getting a low air leak message, so they tried to fill the arctic sun device. The device would not take up any water, so they held the jug up in the air. The gravity of the jug being in the air allowed the device to fill. Flow rate was 2.4lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 82 percentage, pump hours were 5601 and system hours were 6600. Explained that if the pads were still attached that could hinder filling the reservoir. Therapy seems to be running as expected now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been getting a low air leak message, so they tried to fill the arctic sun device. The device would not take up any water, so they held the jug up in the air. The gravity of the jug being in the air allowed the device to fill. Flow rate was 2.4lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 82 percentage, pump hours were 5601 and system hours were 6600. Explained that if the pads were still attached that could hinder filling the reservoir. Therapy seems to be running as expected now.